Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels was 600 mg/dl at the time of the incident and current blood glucose was 221 mg/dl. The customer had symptoms such as stomach pain and short of breath. The customer was treated for the low blood glucose with bolus with the pump. The customer was advised that the pump is working properly but if feels any uncomfortable using the pump we can replace it for. The insulin pump will not be returned for analysis.